Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Event description:
During remote follow up, post sensed t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed. The patient was stable.